Manufacturer narrative:
Updated fields: d8/h4/h6/h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the videoscope "enf-v2", european version, exhibited defects of the universal cord, distal end, connector, control section (and related parts) as well as the bendable rubber section at the distal end. The distal tip slid off over the lens when attempting to use. The staff tried to push it back up but it just wrinkled up. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found that the bending section cover or distal sheath was buckled, the bending section cover or distal sheath glue was chipped. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.